Event description:
It has been reported from the customer that the shower was leaking on a shower panel, a device for assisted showering. The shower gap was broken and disinfectant was cracked and sprayed everywhere. The shower water valve was leaking. Please refer MFR report # 9611530-2013-00042.